Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra lead was removed with no issues. Next, attempts were made to extract the rv lead, which was noted to be bound and scarred into the superior vena cava (svc) region. During the extraction attempt, the patient's blood pressure dropped and a pericardial effusion was noted via transesophageal echocardiography (tee). Rescue efforts began immediately, including rescue balloon, pericardiocentesis, CPR, bypass, and sternotomy, and an svc perforation was discovered. However, despite extensive rescue efforts, the vessel was beyond repair and the intervention was unsuccessful. The patient did not survive. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): the patient's weight is unknown. B7): other relevant history is unknown. D4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. The device was discarded; thus, the serial number is unknown. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.